Event description:
Customer called and stated "machine output is higher than pre-set". Customer also stated that 7 consecutive ipl photorejuvenation pts had a lot of edema. One of them also had a blister. Upon clarification of the incident details with the customer, lumenis determined that 6 of the pts had undergone ipl photorejuventation and 1 of the pt had experienced erythema and/or edema.